Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was inserted through the patient side cart (psc) for ligation of the cystic artery, but the clip was not gripping and locking. Use of the instrument was discontinued and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The medium-large hem-o-lok clips were the type and size clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the user manual. The issue occurred on the 1st clip application.

Manufacturer narrative:
Failure analysis found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.